Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
MRI confirmed left side intracapsular rupture. The device has been explanted and replaced. Provider reported via device tracking form, device will not be returned due to "ruptured".

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture was requested february 03, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.